Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that an unexpected data error had occurred. A technical support specialist connected to the device and found that the database was marked as suspect. The data synchronization process had stopped. The technical support specialist dropped the database, performed a file synchronization, and confirmed that the device was up and running. Attached knowledge article¿ proper datasync procedure & how to place new db in es station¿. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary an unexpected data error occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.